Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was confirmed (through the history log) but not reproduced during eval. Eval found the upstream sensor current reading to be out of specification (low), caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to "upstream occlusion" alarms, causing the alarm. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing, it was found that a spectrum pump had a "false upstream occlusion" alarm. There was no pt involvement.